Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device information that was previously reported in 1627487-2021-13899 was unknown at that time. Additional information received provided the missing device information. The updated device information has been added to this report.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient may undergo surgical intervention to explant device. No further information is known at this time.